Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that us of the stapler, in rectosigmeoidectomy, where the stapler cut and did not staple the tissue. Doctor opened new material to be able to complete the surgery successfully. Patient is fine. There were no patient consequences.